Event description:
It was reported that this patient was preparing for a system extraction due to an infection. The serial number for the leads were not obtained. No additional adverse patient effects were reported.